Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the disposable balloon catheter would not deflate. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: g2 (health professional is not applicable to this event) and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the balloon would not inflate and you'd see saline leaking from the stopcock occurred due to a crack in the stopcock caused by excessive load on the stopcock, such as when connecting a syringe. The event can be detected and prevented by handling the device in accordance with the following instructions for use: always have a spare instrument available. Do not apply excessive bending, pulling or pressure to the product. This may result in damage or functional impairment of the equipment. Olympus will continue to monitor field performance for this device.